Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified issue after she dropped her adc freestyle libre 2 reader, on (B)(6) 2021. The customer did not report experiencing glycemic instability symptoms; however, she was reportedly unable to treat herself. Healthcare provider contact was made, and the customer received unspecified treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.